Event description:
It was reported that sometimes post a port placement, the port allegedly eroded through the skin. It was further reported that upon inspection it was noted that the cranial half of the reservoir was visible with skin breakdown and erythema around the healed incision. Reportedly, there was no evidence of infection, and no swelling or drainage was present. Additionally, the port was removed by the interventional radiologist and the patient was placed on antibiotics. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported skin erosion and erythema as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port allegedly eroded through the skin. It was further reported that upon inspection it was noted that the cranial half of the reservoir was visible with skin breakdown and erythema around the healed incision. Reportedly, there was no evidence of infection, and no swelling or drainage was present. Additionally, the port was removed by the interventional radiologist and the patient was placed on antibiotics. However, the current status of the patient was unknown.